Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. A high, out of range, pacing lead impedance and high capture threshold were observed. The lead was capped. The patient was fine after the event and will continue with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.